Event description:
The manufacturer received information alleging a ventilator's lcd display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd display screen was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.